Event description:
It was reported that postoperatively following a trabecular microbypass stent system procedure, the patient presented with mispositioned stent(s). Per report, the surgeon repositioned the incorrectly placed stent(s) to their correct location and implanted additional stent(s) from another device with no reported issue. Additional information has been requested.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).